Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited episodes of pacemaker-mediated tachycardia and a low corvue impedance. It was also noted that the patient's ICD had an increased ventricular capture threshold. No intervention was performed. The patient was stable.